Manufacturer narrative:
It was reported that the implant and ijigs were all completely swapped with case (B)(6). Labeling of boxes and pouches did not match contents. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the implant and ijigs were all completely swapped with case (B)(6). Labeling of boxes and pouches did not match contents.